Event description:
It was reported that the insulin pump alarmed motor error the morning of the phone call and a couple of days prior to the phone call, at which time they were mowing the lawn. The customer's blood glucose was unknown. The customer does use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.